Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not working. A field service engineer reseated the drawer controller printed circuit board (pcb) board cable for auxiliary drawer 3.2. The fse then reseated and reinstalled all cubies and trays and cleared debris under the tray. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer pockets were failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.